Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified weight to the spec, wear abrasion, white calcification (approx. 20%), deformation and a crease fold. Bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product, swelling," and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional additionally reported right side "swelling" and capsular contracture baker grade unknown. Device has been explanted.